Event description:
There was not a patient in the bed and there were no reported injuries. Account has a bed that the head is drifting.

Manufacturer narrative:
Account said that the brake was cleaned to resolve the issue with this bed.